Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Volumetric accuracy of device tested in spec with syringe emptying to 0ml mark. Preventative maintenance was performed. Log review shows on (B)(6) 2025 and 10:26am an infusion start with 30ml terumo syringe of 0.5ml/hr (25mcg/hr) and 14ml. At 10:57am with a volume infused to 0.28ml new rate was set to 1ml/hr (50mcg/hr) and at 12:33pm infusion was stopped and pump placed on standby for a volume infused to 1.88ml with no further 25mcg/hr infusions. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: not infusing completely - after 10 mins stopped calculating correct ml.